Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The biomed reported that there was no melting, burning smell, smoke, spark, or flame observed. The plug was noticed during machine setup. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 1,392 hours and the power plug was the original fresenius part on the machine. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res checked the power supply and did not see any damage or burned components. The res tested the facility outlets with a receptacle tension tester and found some outlets with less than 4 ounces at either the hot, neutral, or ground prong. Per the res, all prongs should read greater than 4 ounces and a loose plug will cause arcing. The res replaced the power plug and advised facility to schedule an electrician to come out and test or replace the outlets. The res stated that there were no other problems found. Following part replacement, the res performed functional checks and confirmed the machine was operating properly. The biomed reported that the unit was returned to service at the user facility without reoccurrence of the event. The biomed reported that the power plug was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 device evaluation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res) due to a burned power plug. The res tested the facility outlets with a receptacle tension tester and found some outlets with less than 4 ounces at either the hot, neutral, or ground prong. Per the res, all prongs should read greater than 4 ounces and a loose plug will cause arcing. The res replaced the power plug and advised facility to schedule an electrician to come out and test or replace the outlets. After the repairs, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The investigation into the cause of the complaint was able to confirm the reported event.